Manufacturer narrative:
Information contained in this report was previously submitted through psr on 10/15/2018. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: sharp opening on posterior and non-penetrating nick. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp opening on posterior due to a surgical impact opening. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported having felt a lump, rupture, depression and anxiety. The device has been explanted. Left side.